Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). It was reported that during this initial procedure there was gate cannulation difficulty during which wire access on the contralateral side was lost. The physician pushed the sheath out slightly then pushed it back in quickly without the dilator. During attempt to gain wire access the physician was alerted that blood pressure was 60/30 and the patient's right iliac artery had ruptured. The delivery system integrated balloon was used to control blood flow in the aorta which allowed the physician to successfully repair the right common and external iliac artery with a 11x5 non-endologix (gore viabahn) covered self expanding stent. The remainder of the procedure was completed. The patient did not experience any other issues and is doing well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right common iliac artery rupture and hypotension intraoperatively are confirmed. This is consistent with the reported adverse event/incident. The most likely causation for this event is user related. During the investigation, endologix found reasonable evidence to suggest there was an aortic rupture prior to the evar - (cautionary product use condition). There were pre existing non endologix stents in the right external and left common iliac arteries (off label concomitant product use). The right iliac measured 42mm - off label should be 8-25mm. There were significant calcifications in the iliac arteries (cautionary product use condition). It was reported the 11french sheath on the right was slightly pushed out, then quickly pushed back in without the dilator. This could have contributed to the iliac artery rupture. There was focal high grade stenosis just above the non endologix stent (anatomy related). This could have contributed to the reported event as well. The final patient status was discharged on the second post operative day home stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g4: date received by manufacturer has been updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.